Event description:
It was reported that the patient had exhibited a ¿bump¿ on the spine at the place of the scar where the catheter was inserted. The patient was noted to have had a seroma. There was no loss of therapy observed in the patient. An x-ray and dye study was performed. The dye study showed that there was leaking of the dye around the site of the anchor for the spinal segment. It was noted that the catheter had a tear. The catheter was replaced on (B)(6) 2013. It was reported that the issue was resolved and the patient status at the time of the report was with no injury. The device system delivered compounded baclofen.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # unknown, explanted: (B)(6) 2013; product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the catheter body revealed dried drug or blood occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.